Event description:
It was reported that post fall the patient was experiencing ineffective therapy. A lead diagnosis confirmed high impedances on all contacts of the lead. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein, the lead was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.